Event description:
It was reported that the ilet user experienced high glucose after the infusion set was deployed incorrectly because the needle guard was not removed during a supply and sensor change, and the agent assisted with a full supply change. Symptoms included hyperglycemia peaking at 360 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper procedure involving the cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.